Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely a faulty cable caused the imaging issue. However, a specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing the following was found: the image was flickering/disappeared temporarily due to the cable being twisted. The customer¿s complaint (stiff rotation) was not confirmed during testing. In addition, the following was also found: the cable was broken due to physical stress, and there was a broken pin and dirty teflon ring with corrosion damage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the camera rotation was stiff. There were no reports of patient harm associated with this event. The subject device was sent to olympus for evaluation. During inspection and testing the following was found: the image was flickering. This report is being submitted for the malfunction found during evaluation (flickering image).